Manufacturer narrative:
The devices were not returned for analysis. Attempts were made to obtain specific information, however, the attempts were unsuccessful. The authors did not state what caused the 36 patients to have mrs of 3-6 at 90 days. The reported event could not be confirmed. The cause of the event could not be definitively determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Citation: linfante I. Starosciak ak. Walker gr. .predictors of poor outcome despite recanalization: a multiple regression analysis of the nasa registry. J neurointerv surg. 2016 mar;8(3):224-9. Doi: 10.1136/neurintsurg-2014-011525. Epub 2015 jan 6. Medtronic received information through literature review. Three-hundred fifty-four (354) patients were treated with a solitaire fr, 256 (72.3%) were recanalized successfully. Based on 234 recanalized patients evaluated for 90-day mrs score, 116 (49.6%) had poor outcomes. One-hundred fourteen (114) male patients and the mean age was 66. Thirty-six (36) patients had bad outcome of mrs of 3-6 at the 90 day assessment. The author did not state the reason for why the 36 patients has mrs of 3-6 at the 90 day assessment.